Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).